Event description:
The umbilical catheter snapped at the point of entry into the baby's umbilicus. The area was inspected and no retained portion of the catheter was found in the baby's umbilicus. The concern expressed was the fact of the catheter breaking at the entry to the umbilicus with no apparent cause.